Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 450 mg/dl. The customer felt disoriented and thirsty after they lost their transmitter. The customer was hospitalized on (B)(6) 2015 at 10 pm for their high blood glucose where they were treated with fluids. The customer was wearing their insulin pump during their hospital stay. The customer did not return the product back for analysis.